Event description:
Medwatch form #: mw5149139. It was reported that patient was unable enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein whole system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient, customer, device, and event information was unable to be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.